Event description:
A report was received that the patient was unable to move her leg following a permanent implant procedure. CT scan was taken and the result was negative for stroke or bleeding. The physician believed that the symptom was due to some nerve root irritation from the procedure. The patient was able to regain her strength.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm. Model #: sc-3400-30, serial/lot #:(B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator.